Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the plastic portion of the cartridges damaged? The metal pan was bent in the process of loading the reload into the device. Was the metal cartridge pan separated from the plastic portion of the cartridges? The sled of one of the reloads was removed when ejecting the reload from the device after a lock out. Was buttressing material utilized? If so, which product? It was a 60mm gore seamguard buttress.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device was not able to close after first reload was inserted. Two reloads were used during the case. Both were damaged while trying to load and close device. Device would lockout when attempting to fire after first attempt. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m55762. The analysis found that one plee60a device was returned in good visual condition and with two cartridge reloads present. Cartridge (b) gst60t, (B)(4) was received unfired and with the one piece sled missing. The returned reload (b) was noted to have the one piece sled missing making it non functional. Cartridge (c) gst60t, (B)(4) was received partially fired 1/16. It is possible that while loading the reload (c) the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. No damage to the cartridge reloads was noted during visual and functional testing. Although no conclusion could be reached on how the one piece sled was detached, it should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.